Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that on (B)(6) 2015 during surgery, the catheter was implanted conversely. According to the report, the distal end of the catheter was inserted into the subarachnoid space and the proximal end was in the peritoneal space. Reportedly, the catheter was explanted on (B)(6) 2015. It was also reported that there was no injury to the patient and the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.